Manufacturer narrative:
The insulin pump was received with hardware low level failure alarm, variable 3 located in the formatted history file due to cold solder joints at u1 of the keypad assembly. No unexpected hardware low level failure alarm during our testing. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 63 alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.